Event description:
The manufacturer received information alleging a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issues.